Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the customer reported condition was confirmed. Based on the evaluation the interconnect board does not operate as intended. Base hardware "failed value= 24.0000". Battery readings are all "0" and battery is at 0%. Problem source is traced to supplier. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical smiths medical medfusion 4000 wireless pump had a base hardware failure. No adverse patient effects were reported.